Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was not confirmed. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending section cover adhesive was missing. The bending section cover bond was cracked due to external factors. The bending section cover adhesive was cloudy. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the draining function was reduced. The tip cover was crushed due to an external factor. Cracking of the illumination lens due to an external factor (bumping the tip) was observed. The adhesive part of the objective lens had come off due to handling. Due to handling, the adhesive part of the lighting lens had come off. The grip had been cut. Peeling of the plating on the contacts of the scope connector due to handling was recognized. The scope connector contacts were discolored due to handling. Scratches were found in multiple locations of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported the evis lucera elite colonovideoscope had a leak from the variable hardness dial on the body control unit. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle had a foreign object due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle had a foreign object due to insufficient cleaning noted at estimation.